Manufacturer narrative:
(B)(4). We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that during a system implant this patient's underlying heart rate was in the 20-30 bpm range. When the rv lead was positioned, the patient no longer had an underlying rhythm; however, the device was providing bradycardia pacing. After the pocket was closed, asystole was observed. The implant site was viewed fluoroscopically and the rv lead was noted to be dislodged. The pocket was reopened and the rv lead was repositioned. The device's right ventricular automatic capture feature was programmed on and a commanded threshold test was done. During the test, the patient went asystole. It was thought that this may have been the result of external electromagnetic interference or fusion beats. Boston scientific received information from the local representative that during the pre-discharge check, multiple rvac threshold tests were performed and no issues were identified. There was no loss of capture and all lead diagnostic measurements remained unchanged. No further intervention was required and the patient was discharged from the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.